Manufacturer narrative:
The pad-pak was first installed successfully on the 13th may 2010 and performed to specification up to the 31st august 2014. Between the 7th september 2014 and the 6th october 2014 the device failed a weekly auto self-test and two further self-tests during manual power cycles, due to a low battery. A further pad-pak was installed on the 6th october 2014 and the device performed to specification up to the 16th august 2015. Between the 16th august 2015 and the final log entry on the 18th august 2015, the device records multiple manual power ups, mainly of 10 minute duration. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. . The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.